Event description:
It was reported that during a planned upgrade procedure, damage to the right ventricular lead was observed at the suture sleeve site. The lead was explanted and replaced. No adverse consequences to the patient occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis of lead found an insulation abrasion at 46.4-46.6cm from the connector pin, which is consistent with constant friction to another implantable device or heart feature. The abrasion likely contributed to the reported complaint.